Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen lens was scratched. This report is made based on the results of evaluation completed on 05/12/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during testing, the pump display screen was observed to be scuffed and scratched causing the display not to be clear or legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).